Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 229-high mg/dl. Correction bolus was delivered to address bg and pump settings had been adjusted. Customer's healthcare provider suspected medication to have contributed to elevated bg. Pump system check found an air gap in the tubing. Customer removed air by performing a fill tubing sequence. Customer reported not to have performed the air removal step during the loading sequence and to have used humalog for 3 days versus the labeled 48 hours. Tandem technical support educated customer on air removal and insulin timeline.